Manufacturer narrative:
Conclusion: ischemic strokes have many etiologies including embolization of calcific debris and is highly dependent on patient medical history and procedural factors. In this case, a balloon aortic valvuloplasty (bav) was performed three times due to calcification, which may have contributed to the stroke, but a definitive root cause cannot be assigned with the information provided.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient experienced left hem iplegia. Computed tomography (CT) showed right middle cerebral artery occlusion. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.